Event description:
It was reported that the patient was experiencing inadequate stimulation the patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was doing well post-operatively and explanted ipg will not be returned.